Event description:
Philips received a complaint on the heartstart mrx indicating that a battery required calibration. There was reportedly no patient involvement. The rse provided remote support. It was determined that the required calibration was not possible, and it was necessary to replace the battery. A battery was ordered through a philips subcontractor. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available from the customer, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. A battery has been ordered to resolve the issue. It has been concluded that no further action is required at this time.